Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas prompted an uncommanded restart and then displayed a persistent gray screen without progressing, despite being on the charger and attempts to wake the device, and later the cgm failed to connect to the ilet after the device temporarily resumed operation. Symptoms included no alarms or alerts and a loss of cgm connectivity to the pump interface. Outcomes included the device becoming unavailable for therapy and the user electing device replacement. Investigation included guided troubleshooting to wake the device, restart the device, and re-pair the cgm by toggling between supported cgm options. Investigation of this case revealed a device shutdown with unsuccessful wake attempts and subsequent communication failure between the ilet and the cgm, consistent with a pump restart malfunction and cgm connectivity issue . The device was returned and evaluated. Investigation of the device engineering logs were reviewed surrounding the time of the host startup event. The ilet logs recorded that the battery charge percentage was 78%. No malfunction issues were found to have annunciated leading up to the event, and no user-initiated restarts or shutdowns were found. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.